Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The patient was not connected at the time of the alarm. During troubleshooting, it was found that the patient had disconnected prior to the alarm but reconnected after the alarm. The technical service representative (tsr) had the hp disconnect from machine and then cycle the power and a system error 2367 alarmed. The tsr had the hp cycle the power again to restart the setup with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. During troubleshooting, it was found that the patient had disconnected prior to the alarm but reconnected after the alarm. The patient at home guide instructs the user how to properly temporarily disconnect and reconnect to the setup when performing peritoneal dialysis therapy. If additional relevant information is received, a follow-up will be submitted.